Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up. Mid way through interrogation the implantable cardiac monitor exhibited backup vvi mode. The programmer was rebooted with results the same. After a firmware download, the device resumed normal function. The patient would continue to be monitored.